Event description:
A malfunction was reported on the pump, but no notable events were mentioned before the malfunction occurred. The customer did not provide information regarding whether the issue caused their blood glucose level to exceed 500 mg/dl. There was no information about any impact on blood glucose levels. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).